Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required in retrieving the device history records for reviewing was not provided. A search of the complaint database for the reported product code did not reveal any trends of bent stem features. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
During a revision to remove competitor product, the sz4 stem trial tibial tray was bent, which caused the final implant to not be seated fully. Had to freehand cuts to make final implant fit, which delayed the case by over one (1) hour.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.